Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and there was damaged battery compartment. During air detector test, the customer reported complaint was confirmed. The air detector and battery compartment were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration and the software was updated. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was returned for a new air detector sensor. There was no patient involvement, no injury was reported.